Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived slightly soiled and without visible damages. First a visual inspection was performed on the jaw. Except for the soiling (blood and tissue) there were no abnormities like burned or charred peak found. The next investigation the mechanical function was checked. The clamping and the cutting function worked well. In the next step the instrument was connected to the generator and the electrical function was checked. The next step an investigation was performed to check the function and the resistances of the system. Therefore, the jaw was cleaned with hydrogen peroxide. The instrument was connected to the module box and measured the voltage dropped over the instrument. With the voltage drop and the well-known current, it is possible to calculate the real resistance on load operation. Before the next investigation, the instruments were decontaminated. After decontamination, a microscopic investigation was performed. The instrument doesn't exhibit any abnormities like charring, impacts or damaged dissection clip. Next a clearance gauge was checked, the clearance between the upper and the under jaw in closed position. The instrument was within specification. The manufacturing documents have been checked and found to be according to specification valid during the time of production. A CAPA is not necessary. (B)(4).

Event description:
Country of complaint: (B)(6). During the surgery the surgeon notice the device had an insufficient sealing performance. There was no harm to the patient. There was a 15 minute delay in surgery.